Event description:
Patient admitted for intracerebral hemorrhage, subarachnoid hemorrhage and hellp syndrome, (B)(6) pregnant required emergent c section surgery. Required invasive hydrodynamic monitoring. On (B)(6) 2019 staff was about to change the dressing on the arterial line when it was identified that the arterial catheter had been broken off with about 1 cm of cannula remaining past the hub. The physician was notified and performed a bedside ultrasound to confirm if a part of the catheter was remaining inside the patient's artery. Interventional radiology was contacted, the patient was transported to the interventional radiology department, requiring an additional procedure to identify the location of remaining catheter within the patient¿s body and subsequent removal of the arterial catheter. Another similar event was reported without patient harm, a physician had the ability to remove the retained part of the catheter at the bedside. Dates of use: (B)(6) 2019. Intracerebral hemorrhage, subarachnoid hemorrhage, preeclampsia/eclampsia and hellp syndrome; 880.5200.